Event description:
It was reported by svc report that the left side rail was broken and could not be latched in the up position. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result: damaged siderail.